Event description:
Related manufacturer reference number: 2017865-2017-36002. It was reported that the patient presented with phrenic nerve stimulation. Upon interrogation, it was noted that the atrial lead was dislodged and the pulse generator had moved. Twiddler's syndrome was suspected. The lead and device were repositioned successfully on (B)(6) 2017. The patient was stable and will continue to be monitored.